Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and high pacing thresholds. A commanded shock was performed in order to evaluate the condition of the system. Technical services recommended further evaluation of the system. A system revision was scheduled for the near future. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).